Manufacturer narrative:
Eval summary: the underinfusion reported in service was confirmed. The pump was tested for flow accuracy at 100ml/hr where it underdelivered -24.0% from the targeted rate. The spec limit for this pump is +/-5%.

Event description:
An infusion pump was sent to baxter for service where it underdelivered during service testing. The facility rep stated that no pt injury was reported on this pump since the last baxter service event.